Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 0 pulses and returned an 0xaa alarm, indicating that a communication error occurred before the priming sequences were initialized. The pod successfully established communication with a pdm during investigation and completed its priming sequences, and established communication with the master pdm for data download. Inspection of the device found no evidence that would generate an alarm or result in a communication error; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was returned and is pending evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 433 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found cannula did had not deployed as intended. As treatment, a new pod was applied and a bolus of 8 units was delivered. The patient's blood glucose history is as follows: time: 10:00am, bg(mg/dl): 80; 2:00pm, 230; 8:00pm, 433.